Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken rear pulse wire solder connection on the distribution node. The root cause for the broken solder connection was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.